Event description:
On (B)(6) 2014, a pt underwent an anterior cervical discectomy receiving a prosthesis implant at level c5-6. During a two month follow-up visit, it was noted that caudal portion of the prosthesis had migrated anteriorly. The pt reported having trouble swallowing, hoarseness and severe facet pain. A revision surgery occurred on (B)(6)2014.

Manufacturer narrative:
Nuvasive ref. # (B)(4). Radiographs received confirmed the event. The device has returned and no abnormality or damage to the device was noted. Device met design requirements. Review of the device history record notes no material non-conformance or mfg errors that may have caused or contributed to this mode of failure. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review: "correct selection of the appropriate implant size and correct placement of the device are essential to ensure optimal performance and function of the device. Before selection of the implant, it is also important note: the presence of anatomical abnormalities and/or deformities may reduce the possibility of the surgeon to ensure proper placement of the implant..." "Risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties...".